Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device had become hot, and the device was repeatedly working and not working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the device availability was inadvertently reported as dec 19, 2017 in the initial medwatch report. Please note that the correct date is feb 5, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evlauation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearing of the attachment device was not functioning and was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.